Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a high blood glucose up to 260 mg/dl followed by a low to 60 mg/dl after grazing snacks without announcing, during which the pump delivered correction for the hyperglycemia and subsequent hypoglycemia occurred; troubleshooting and education were completed regarding avoiding unannounced extended eating. Symptoms included shaking and sweating consistent with hypoglycemia. Outcomes included resolution of the low with sugar tablets and non-medical assistance from a friend, without medical intervention or hospitalization. Investigation included a review of the event details and user-reported behavior with education on appropriate meal announcement and timing. Investigation of this case revealed user technique contributed to glycemic excursions, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia and subsequent hypoglycemia but consistent with user behavior and therapy dynamics. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.